Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) to address the hard 23021 fault. Following service, the system was tested and verified as ready for use. Isi received the psm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the psm faulted with the error 23021 during power up.

Event description:
It was reported at the end of a da vinci-assisted procedure the surgical staff disabled arm 1 when a fault occurred. Technical support engineer (tse) noted that the system was undocked during the call and the system was powered on so the system logs were accessible. Tse confirmed there were errors reported by arm1 indicating a failure of the port clutch button and the error reoccurred after a system power cycle. The procedure was completed and there was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow up with the customer. The robotics coordinator explained the si system was checked upon power up and initially powered on without errors. The surgical staff completed the procedure robotically with 3 arms and there was no reported patient injury. Patient information was requested, but it was either unknown or unavailable.